Event description:
It was reported the patient never experienced effective therapy since implant. The patient also stated he experienced rib discomfort when stimulation is on. Surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
(B)(4). Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.